Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for low blood glucose levels. It was reported that the customer's doctors deemed the hospitalization due to hypoglycemic event. The customer's blood glucose levels were in the 66mg/dl range. The customer was unsure of sensor or pump reading of 411mg/dl, and low of 53mg/dl. The customer declined to troubleshoot and would be speaking with trainer.